Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related batter depletion, elicited audible tones, and was suspected of premature battery depletion (pbd). This s-ICD was successfully replaced as a result. This s-ICD is not expected to be returned to boston scientific as it is considered a patient owned device and patient consent was not received per section 72 (6) of the medical device implementation act (mpdg). No additional adverse patient effects were reported.